Event description:
It was reported the patient underwent abdominal hysterectomy on (B)(6) 2014 and suture was used. During the procedure, the needle broke when sewing cervical stump. X-ray was performed and the surgeon retrieved the broken piece after resecting the surrounding tissue. The surgery was prolonged one hour. Another like device was used to complete the procedure. The patient remains in the hospital. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a needle that was fractured at the needle point area was returned for evaluation. The needle tip was not present. Microscopic evaluation found several heavy marks of instrument at the needle point area and direct at the breaking point which indicates that the needle was handled there.